Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in clinic for follow-up. The device was found to be in backup vvi reset mode. Device download was performed and normal function was restored. Patient will be followed up normally. Patient was in good condition prior to and following the download.